Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The index handle was missing. A functional evaluation was conducted. The unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. The complaint was confirmed and the root cause has been determined to be an electrical/electronic problem. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider 2 tenet 7615 can't be fixed. No case reported; therefore there was no patient involved.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.internal complaint reference: case-2021-00050749-1.